Event description:
On (B)(6) 2013, a pt contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum, "the truth about silicone hydrogel contacts - the new wave of high oxygen, high discomfort lenses", http://studymyhealth.wordpress.com. Our firm posted a statement on the forum requesting any poster who experienced an event with acuvue products to contact us. Company contact info was provided. On (B)(6) 2013, the complainant posted. "I wore acuvue advance (non silicone) lenses for the past six years with no problems. Despite being in college/grad school and having poor wear and cleaning habits, I never had an eye infection or a problem. Started to experience some mild dryness a year ago. In my defense, I was finishing my graduate degree, so life was a bit busy and I was spending lots of time reading and using a computer and not sleeping. My optometrist told me my eyes were looking a tad hypoxic, and tried to get me into disposable lenses. Thinking she was trying to grab my money, I did some research and I get fitted for acuvue oasys, which seemed like a good choice for eyes needing more oxygen.' On (B)(6) 2013---they were never that comfortable, but I didn't think much about it because of how great the benefits were. I thought I was really doing the right thing. For ten months I used the oasys lenses and became religious about my wear time and cleaning. I continued to use replenish solution (which, again, I've used for six years) which the oasys lens for about 10 month before things went away. My first optometrist scolded me and made me think it was due to my own overwear. Told me I would never wear contacts again, and should start considering lasik (which, if any of you now, is not safe for someone with my high of correction). I was prescribed an antibiotic/steroid drop and sent on my way in a walk of shame. I got a second opinion from a optometrist who specializes in contact lenses. She was completely sure it was the reaction between replenish and oasys, which had caused some pretty wicked keratitis in both eyes (worse in the left. She told me research has been out on these two not mixing well for years (so if you are using oasys and replenish, quit now!). I got a different prescription steroid drop. She was sure I would be healed and back into contacts within 1-2 weeks later. A week later my eyes were still inflamed. Second optometrist called in an opth. Who proceed to blame the solution and overwear (so, basically me). My vision changed drastically, by whole diopters. I was prescribed pred-healon, a prescription steroid drop with no preservatives. After two weeks of pred-healon, the inflammation was cleared up and I almost couldn't believe my ears when my optometrist said I could get back into my contacts. I tried to wear them again (this time using clear care solution), but the problem persists. After about 6 hours, I develop redness in my left eye. After taking them out, my eyes continue to feel dry and bloodshot for days. I feel everyone's pain out here - all of you who have worn contacts for years successfully only later to be shamed by optometrists who aren't well researched in their field. I will be going back to the optometrist in a few days, and I will deemed to be refitted in my old acuvue lenses (the non-silicone ones). I only can hope that my eyes haven't decided to permanently reject lenses. My correction is quite high, and for 13 years contacts have saved me from wearing extremely thick and heavy glasses with absolutely no peripheral vision. Having to wear glasses for the last 2 months has been a severe lifestyle change, not to mention expensive (with insurance discounts, I still have paid (B)(6) for the cheapest of the cheap glasses)."

Manufacturer narrative:
The other event is reported in MDR # 1033553-2013-00142. No further contact attempts will be made. The severity of the alleged "corneal problem" is unk. As "wicked keratitis" may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Labeled for single use or reuse.